Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot# va1mcsm, implanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 388928, serial/lot #: (B)(4), ubd: 06-dec-2021, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the manufacturer representative (rep) reported that there was a connection issue between the lead and the neurostimulator. The issue occurred and was solved just after the procedure. No symptoms were reported for the patient. Factors that may have led or contributed to the issue was nothing. On (B)(6) 2020. In the operating room (or), the neuromodulator had been connected to the lead implanted on (B)(6) 2020. After the procedure, they went in the room of the patient to do an impedance test where it showed higher than 4000 ohms on all circuits. Actions taken included the patient going immediately back to the or where the surgeon re-opened the pocket. The lead was disconnected from the neuromodulator. They washed and dried the lead and reconnected it with the dynamometric screwdriver. They heard the "click". The surgeon gently pulled the lead to ensure it was well connected to the neuromodulator. Another impedance test was performed at the or and impedances were good for all circuits. They did it again after the dressing and again when the patient was back in their room and all was still okay. The issue was resolved.